Manufacturer narrative:
Investigation in progress.

Event description:
Allergan was made aware of a patient who had six cycles of cool sculpting treatment (four cycles with the cool advantage core contour applicator and two cycles with cool advantage petite core contour applicator) on (B)(6) 2019. On (B)(6) 2019, the patient informed the treatment office that she experienced a severe allergic reaction, with a generalized rash all over her body, swelling around the eyes and mouth, lip tingling, and chest heaviness. The patient was seen in the emergency room (ER) on (B)(6) 2019 presenting with worsening urticaria and facial edema. She was treated with prednisone 25 mg, phenergan 25 mg, and telfast x2. She then began to experience lip tingling and chest heaviness while in the ER. The patient was subsequently admitted overnight and treated with hydrocortisone 200 mg IV, phenergan 25 mg, and ranitidine 150 mg. The patient had an immunology consultation during the hospitalization and it was recommended that she be discharged with prednisone 50 mg for three days, cetirizine 20 mg twice daily, and ranitidine 150 mg to be continued for three days after the rash resolved. The diagnosis upon discharge on (B)(6) 2019 was angioedema-urticaria.